Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (damaged belt receptacle) was confirmed. As received, the belt receptacle was detached from the monitor case, damaging internal wires. The root cause of the damaged receptacle and wires is excessive force placed on the monitor. No adverse event resulted from the damaged monitor.

Event description:
A us distributor contacted zoll to report that the belt receptacle on a patient's monitor was damaged.